Manufacturer narrative:
The customer does not know which of his lifepak 20e devices failed to shock. No device was returned for investigation. (B)(4). The customer was advised to contact physio-control when the malfunctioning device has been identified to continue the investigation.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. There was no patient use reported with the event.